Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. Additionally, it is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for repair of umbilical hernia. A sepramesh ip, reference number (B)(4) and lot number huxh1301 was implanted to repair the hernia defect. On (B)(6) 2017: the patient underwent an additional surgery to repair the hernia defect and remove it. As reported by the attorney, the sepramesh ip used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective sepramesh ip.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for repair of umbilical hernia. A sepramesh ip, reference number 5959360 and lot number huxh1301 was implanted to repair the hernia defect. (B)(6) 2017: the patient underwent an additional surgery to repair the hernia defect and remove it. As reported by the attorney, the sepramesh ip used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective sepramesh ip. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with umbilical hernia thereby underwent laparoscopic repair with the implant of sepramesh ip. Per operative notes, "there was noted to be a small umbilical defect. A piece of sepramesh ip was then inserted into the abdomen after trimmed down to appropriate size and tacked to the anterior abdominal wall covering the umbilical defect." 10-mar-2016 to 24-apr-2017 - patient had multiple hospital visits for recurrent umbilical hernia and rectus diastasis. 12-may-2017 - patient was diagnosed with recurrent umbilical hernia and rectus diastasis thereby underwent repair with the removal of mesh. Per operative notes, "there was significant abdominal scarring from previous procedures. The fascial defect was identified at the base of the stalk with mesh immediately underneath. The mesh was separated from overlying adhesions to the intra-abdominal wall and removed in total. Then proceeded to plicate the rectus muscle in midline with sutures. The undersurface of the umbilicus was tacked down to the new position of abdominal wall and sutured." Attorney alleges that the patient had adhesions, hernia recurrence, seroma, nerve damage, pain and emotional injuries. It was also alleged that the patient underwent additional surgeries to repair hernia, remove the mesh and revise scar; permanent and severe scarring, skin and abdominal deformity, numbness.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. Additionally, it is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about several years post implant of sepramesh ip, patient was diagnosed with hernia recurrence, adhesions, scar tissue thereby underwent repair with mesh removal. The instructions-for-use (IFU), supplied with the device identify adhesion as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.